Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA, stating that the device was running hot. The device was ot being used during surgery. There was no report of user or patient injury or medical intervention. No additional information available.